Manufacturer narrative:
Reporter: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on or about (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b1, b2, b5, b6, b7, d1, d4, g5, h4, h6. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: pulmonary embolism (pe), inferior vena cava (ivc)/filter/leg thrombus occlusion, deep vein thrombosis (dvt), pain, loss of mobility, vascular damage, vein protrusions, anxiety, worry, fear, physical limitations. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported pain, loss of mobility, vascular damage, vein protrusions, anxiety, worry, fear, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via right internal jugular vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging post implant dvt¿s, filter occlusion, ivc occlusion, pain and loss of mobility. The patient further alleges ¿hospitalization for ivc filter occlusion and ivc occlusion. Her ivc was occluded down to the bifurcation of left and right iliac arteries and veins. This created many dvts and pes. Plaintiff required life saving measures and hospitalization¿. In (B)(6) 2016 ¿she underwent thrombolysis to help break up the remaining clots. After this procedure, plaintiff was told that the physician discontinued even while blood clots remained because of the damage done to her vascular system and his concern that she may die if he continued. Plaintiff continued on anticoagulants and had to wear compression stockings daily. In (B)(6) 2019, plaintiff again suffered occlusion in both legs and developed a new large blood clot in her left femoral vein. She required hospitalization and thrombolysis. Plaintiff feels she has still not recovered from this. In (B)(6) 2020, plaintiff developed a new clot in her common femoral vein. The ivc filter is still occluded. This clot caused severe damage to plaintiff¿s vascular system. She now regularly experiences excruciating pain and unsightly vein protrusions. Please refer to plaintiff¿s medical records for more details. Plaintiff continues to suffer daily fear and anxiety that her filter will further malfunction and create additional life-threatening situations¿. Patient further alleges limited physical activity.